Event description:
A malfunction was reported on the pump, but it did not adversely impact the customer's blood glucose level. The customer contacted technical support, which provided information on how to reset the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to report any future issues. No further impact on blood glucose was reported.